Event description:
Inspiratory tidal volume rose to 500ml. The readings were verified with a wright's spirometer. The pt was manually bagged till a replacement vent could be found. There was no pt injury. Internal #v97138